Manufacturer narrative:
The atrial lead was not implanted and was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that during the implant procedure, it was very difficult to gain access to the subclavian vein and numerous puncture attempts were made. After gaining access the right ventricular lead was successfully positioned. All measured data was within normal limits. This atrial lead was then attempted to be positioned; however, the patient experienced soreness in the shoulder and a pneumothorax was noted under fluoroscopy. The decision was made to not implant the atrial lead and plug the atrial port of the device. The right ventricular lead remained implanted and the procedure was completed. The device was implanted as a single chamber device. No additional adverse patient effects were reported.